Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(6) 2016 that the receiver had low audio output on (B)(6) 2016. There was no report of any injury or medical intervention. No additional event or patient information is available.

Manufacturer narrative:
(B)(4).

Event description:
Further evaluation was performed on the returned device. Functional testing and a software test was performed on the g5 functional tool and the tests passed. A manual "try it" functional test was performed and the test failed. The audio sounded faint with a very low audio output. A manual drop test was performed and the test passed and the speaker sounded. The receiver case was opened and an interior inspection was performed. The interior inspection observed excessive glue contamination on the speaker diaphram. The reported event of low audio output was confirmed. The root cause was determined to be an assembly error.

Manufacturer narrative:
(B)(4).

Event description:
The complaint device was returned for evaluation. The device was visually inspected and no defects were found. A manual test was performed and speaker sounded. The reported event of a low audio output was not confirmed. A root cause could not be determined.